Manufacturer narrative:
These event is a known potential adverse event addressed in all juvéderm® labeling. As it is unknown which exact product was involved, no device labeling can be sent at this time. Intravascular injection of any juvéderm® product is contraindicated in the labeling. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional data: additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time.

Event description:
Health professional reported, "intravascular injection, cyanosis/blue nose/nlf r side," after injection of unspecified juvéderm® dermal filler. No treatment was indicated and symptom resolution was not provided.